Manufacturer narrative:
Corrected data: upon further review of the file, it was determined that there were no identifying details and no information referring to a specific complaint or complaints to allege an intra-ocular pressure (iop) of 50 mmhg or higher during the post operative period or any other increase of intraocular pressure requiring medical or surgical intervention to preclude a permanent damage or injury. Without any specifics or certainty which healon pro product was used and no reference to specific cases about the severe increased intraocular pressure, based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3012236936-2023-00191. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the french health authority (asnm) is currently investigating occurrences of severe ocular hypertonia in several centers in france and europe, the origin of which could be multifactorial. From the information gathered, the viscoelastic product healon pro was reportedly used. No further details was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. Catalog number: partial catalog number since lot number not provided. Lot number: unknown/ not provided expiration date: unknown, as product lot number was not provided. UDI number: unknown, as product lot number was not provided. If implanted, give date: not applicable, as the healon pro product is not an implantable device. If explanted, give date: not applicable, as the healon pro product is not an implantable device. Initial reporter telephone number: (B)(6). Initial reporter establishment name: (B)(6). Device manufacture date: unknown, as product lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record could not be performed and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.